Event description:
The customer reported thirty-two false negatives with the idnow covid-19 assay performed on various dates involving various lots. This report is nineteen (19) of thirty-two (32) and addresses lot m168391 (total quantity (B)(4)). The customer reported one false negative with the idnow covid-19 assay performed on a nasal sample (collection date: (B)(6) 2021). Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2021 in viral transport media generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m168391 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m168391, test base part number 190-430 / lot: m168391. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168391 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2022-01097 - 1221359-2022-01128.